Event description:
During a follow-up one week after the implantation, shock impedance was out of range (>150 ohms). Chest x-ray showed dislodgement. The lead was repositioned in the device header and both remain implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.